Event description:
A transcatheter mitral valve replacement procedure using a medtronic mosaic cinch failed. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).